Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s) of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Event description:
It was reported that the procedure was performed to treat a moderately calcified, heavily tortuous de novo left anterior descending artery that was 80% stenosed. Pre-dilatation was done with a 2.5x12 nc balloon at 14 and 16 atmospheres (atm). The 3.0x12mm rx xience prime stent was deployed at 12atm. Post dilatation was done with a 3.0x12 nc balloon at 18 and 18 atm. A distal edge dissection was then observed. A new 3.0x15mm xience prime stent was deployed to cover the dissection and successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.